Manufacturer narrative:
Investigation summary: one photo and one used primary set, model 2426-0007 lot 21026581, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's upper fitment was disconnected from the tubing above it. No other defects were observed. The customer's complaint of IV leaking out of the infusion set around the blue valve was verified. The set was likely partially connected when the leakage was reported and the photo was taken, and then completely separated some time after. A device history record review for model 2426-0007 lot number 21026581 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss cv tubing leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: fentanyl IV 1000mcg drip 150mcg/hr + premix ns 100ml was hung and was running . Pt was taken to CT scan when it was noted the bag was empty and the floor was wet. Pharmacy was notified to prepare more medication. After trouble shooting and rehanging the medication it was noted the tubing was faulty.